Event description:
The patient was undergoing a laser ablation of the prostate. The surgeon was using the holmium laser unit when he felt a sharp pain in his right hand. When he removed his glove he noticed two small burns, one on his middle finger and one on his index finger. The disposable laser fiber had becomed stripped and broken off at the site where it exits the connector. The fiber is connected to the unit via an oblong shaped rubber connector. The surgeon was holding the connector in his right hand (as he has always done) to direct the laser beam. He was treated in emergency department. The burns were small and not felt to be serious. To date no serious sequelae have developed that reporter is aware of. The patient was not harmed in any way. It is felt that the risk of serouis injury exists if this malfunction was to recur. The laser unit is a rental unit. They also supply the disposable laser fiber. The laser fiber is distriubuted to fortec medical inc. Via boston scientific addresse unknown. The fiber is manufactured by lumenis in israel. No address is available to report.